Event description:
During remote follow-up, episodes of under-sensing were observed on the device. Technical support was contacted and recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.